Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing of premature ventricular contractions (pvc) was noted on presenting and stored electrograms (egm) leading to rare and intermittent minimum ventricular pacing (mvp). Rare oversensing of t wave following ventricular paced events was also noted on stored egms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.